Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during a normal follow-up. Episodes of non-sustained v oversensing were noted. Egm's were submitted for further investigation. Review of the episodes revealed possible myopotential oversensing on the ventricular channel. Oversensing was not reproducible in clinic with testing and deep breathing. The patient was emotionally worked up at the time of the episodes. The patient did not have any symptoms. No programing changes were made. The patient will continue to be monitored. No more episodes were noted since.